Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product issue. Based on available information, the cause of the reported pe and hypotension could not be determined. The reported pe and hypotension are listed in the mitraclip instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported poor imaging resolution was due to imaging equipment. The reported unexpected medication, surgical intervention, and hospitalization were the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the pericardial effusion requiring surgery for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Image quality was poor during the procedure. The clip delivery system (cds) was advanced to the mitral valve. Upon positioning of clip on the valve, the patient experienced hypotension and a pericardial effusion were noted. The clip was not implanted and the cds and steerable guide catheter (sgc) were removed and the procedure was aborted with mr remaining 4. Medication was administered for the hypotension and the patient was brought to surgery for treatment of the effusion. Both when the effusion occurred, and the cause of the effusion are unknown. There was no reported clinically significant delay in the procedure. No additional information was provided.